Event description:
Information was received indicating that a smiths medical cadd medication cassette may have caused a cadd pump to alarm during continuous intravenous remodulin infusion through a central line. Per reporter the pump was alarming with no message displayed. No adverse patient effects were reported.